Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that nine days prior to report the patient had CT scan and zeroed out their device and turned it off. It was reported that after the CT scan anytime the patient goes to bed or is sitting down or any movement their device ¿zeros out¿. It was reported that the patient redid their adaptive stimulation settings. It was noted that the patient could set the mobile position but not the upright + mobile settings on their device.